Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) procedure due to the right cylinder migrated laterally and proximally out of the corpora. All the components were removed, the corpora was repaired and a new app was placed. The patient is currently recovering. Additional information received. The physician believes that the patient's corpora was perforated.